Event description:
Reportedly, a mother went to give the pt medication via a nasogastric tube and met resistance. She applied pressure to the syringe and the feeding tube broke. The pt was brought back to an intermediate care unit and 11 1/2cm of the tube on the weighted end was still inside the pt. The pt was taken to the o.r. To have the tube surgically removed. The hosp has reported the pt's condition is satisfactory.